Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in good condition. No apparent contamination. The pump event history showed a battery communication timeout error and base hardware alarms in error history log (ehl). The evaluation was performed, the reported issue could not be verified/duplicated after multiple flow and occlusion tests. The cause of the reported issue is unknown, not determined. The root cause of the reported issue was unable to be determined, the technician did not notice any external damage to battery or interconnect board. The technician replaced interconnect board and battery as a preventative measure. Performed all functional tests which passed.

Event description:
It was reported that a base hardware failure, battery communication time out errors and battery status not available were observed. No patient injury was reported.